Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device alarmed failed battery test alarm after the battery was inserted due to corroded battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to failed battery test alarm. Unable to test for motor error alarm, low battery alarm or charge/battery anomaly due to failed battery test alarm. The motor was tested outside of the unit and passed. Unable to perform the device trace history download or care link upload due to failed battery test alarm. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.